Event description:
It was reported that there was an inflammatory mass as diagnosed via MRI. In july morphine was removed from the pump and the pump was filled with saline to determine if the granuloma had decreased. The pump still was filled with saline, and the pt was taking oral medication. It was indicated that the catheter would be "replaced and revised" and that a new drug would be started to see if another granuloma would return, but no specific date was given. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).